Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log files review revealed no external power alarms while connected to the mpu. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 5 days (12dec2020 -18dec2020 per timestamp). On (B)(6) 2020 at 07:25:02 - 07:25:09 there was a no external power alarm caused by a loss of ac power while connected to the mpu. The backup battery provided power during this event and this event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Additional information communicated on 03feb2021 indicated that the no external power event was caused by the patient accidentally disconnecting the mpu from the power outlet and that the mpu will not be returning for analysis. The root cause of the reported event was determined to be from the patient accidentally disconnecting the mpu from the power outlet, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being shipped on 18may2020. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ address how to prevent the mobile power unit from losing power due to external factors. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The customer confirmed it was an isolated incident where the patient accidently disconnected the mpu from ac power. The customer asked for the log files to be reviewed to confirm the patients¿ memory of the event. Therefore the mpu will remain in service and won¿t be returned for analysis. The mpu does have a v-lock ¿ the disconnection happened at the wall socket end of the power cable.